Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump keypad had tactile changes. The pump was unable to be reviewed during the contact. Animas attempted to follow up to troubleshoot the event but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of customer contact. There was no indication that the product caused or contributed to an adverse event.